Event description:
It was reported that the 9800 system saved three images with the incorrect date. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call as a precaution. The system was tested and found to be working as intended and put back into service.